Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) exhibited far field oversensing on the presenting. Technical services (ts) provided troubleshooting options. This device remains in service. No adverse patient effects were reported.